Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The returned sheath and locator assembly contained kinks and so the complaint was able to be confirmed for a kinked sheath and locator assembly. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were unable to insert the assembly because the assembly was kinked. After the procedure sheath was removed from the patient, the locator/insertion sheath assembly was attempted to be inserted into the artery over the guidewire. However, the tip of the locator encountered resistance, making it difficult to insert the assembly into the artery, resulting in the assembly kinking around the blood inlet hole. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. Estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. The event occurred intra-operatively. No equipment or other devices were used with the above product. Medical or surgical intervention was not required.